Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer tubing overlay was breached cut. It was noted that there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular (rv) lead had no capture at any output. It was also reported that during the rv lead replacement procedure the left ventricular (lv) lead's thresholds were "significantly higher" and it was discovered that the lead dislodged after the pocket was closed. It was further reported that there was "concern regarding the outer insulation" on both leads because there was a "slight crinkling" on the rv lead insulation and the lv lead appeared to have some "stress-related markings." Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had no capture at any output. It was also reported that during the rv lead replacement procedure the left ventricular (lv) lead's thresholds were "significantly higher" and it was discovered that the lead dislodged after the pocket was closed. It was further reported that there was "concern regarding the outer insulation" on both leads because there was a "slight crinkling" on the rv lead insulation and the lv lead appeared to have some "stress-related markings." Both leads were removed and replaced. No patient complications have been reported as a result of this event.